Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from (B)(6) that nineteen 3 to 1 dermacarriers had small black or brown foreign substances inside the sterile packaging. On (B)(6) 2017, a returned product investigation was performed on the 3 to 1 dermacarriers. The physical evaluation revealed that the returned carriers did not have any foreign substances inside the sterile package. The results of the returned product investigation can therefore not confirm the reported event. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was not able to be reproduced upon evaluation of the returned product. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the product inspection, the foreign substances were found inside of sterile package of unopened product. Therefore, the nurse prepared an alternative product for the surgery. No adverse events were reported as a result of this malfunction.